Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign material on implant.

Event description:
Healthcare professional reported opening a "sterile in the box implant stating "thought it was used", ¿there are marks on the implant. Must be a manufacturer mistake." Device was never implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: foreign material on implant : material of the stable base is observed adhered to the internal part of the shell additional observations: no device failure observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported opening a "sterile in the box implant" stating "thought it was used, there are marks on the implant. Must be a manufacturer mistake." Device was never implanted.